Manufacturer narrative:
The suspect device was reported as &quot;scrapped&quot; and will not be returned for analysis.(B)(4).

Event description:
A report was received that stated, prior to patient use, the cuff on a tracheal tube did not inflate. The sample was discarded at the hospital. There was no patient involvement.